Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the seat on her commode is cracked on both sides from front to back.